Event description:
It was reported to boston scientific corporation in 2008, that a parachute stone retrieval device was used during a ureteroscopy procedure the month prior. According to the complainant, the device was opened, tested and found to be working. It was then passed through the scope into the ureter and would not open. The device was safely removed. Completed with another of same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The suspect device has not been received for evaluation, thus, the cause of the reported malfunction is currently undetermined.